Event description:
It was reported per field service report: symptom: alarmed low battery, run time less than 20 minutes and shut off shortly after. Unit on patient. No harm to patient. Findings/action taken: pump ran for 16 minutes. Alarmed battery run time less than 20 minutes; then shut off approximately 1 minute later. Unit had battery replaced 3 times since (B)(6) 2011. Replaced power supply and battery; power supply from stock had no charge voltage. Opened a new power supply and installed. Software level 2.24. Per the field service representative the unit shut off twice after the alarm. There was a brief delay or interruption in therapy while plugging the pump in. Therapy continued and the unit was not removed until they arrived at their new destination. The patient outcome was the patient was in bad shape during transport, but the event caused no harm to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.